Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was louder during rewind. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that insulin pump had scratches and no delivery alarm. Customer also states that crack on the reservoir port and battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip and missing end cap sticker noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no anomaly noted during testing.